Event description:
It was reported that the biomed had arctic sun device floor reporting kept alerting patient line open and air in line. They tried reconnecting pads and swapped out pads, but device kept alerting. Needs to know how to trouble shoot and diagnose. Transferred to ttm remote support and sent call details via teams message.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. They tried reconnecting pads and swapped out pads, but device kept alerting. Needs to know how to trouble shoot and diagnose. Transferred to ttm remote support and sent call details via teams message. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue could not be identified. They tried reconnecting pads and swapped out pads, but device kept alerting. Needs to know how to trouble shoot and diagnose. Transferred to ttm remote support and sent call details via teams message. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: b, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had arctic sun device floor reporting kept alerting patient line open and air in line. They tried reconnecting pads and swapped out pads, but device kept alerting. Needs to know how to trouble shoot and diagnose. Transferred to ttm remote support and sent call details via teams message. Per follow up information received via task on 22jan2025. It was reported that the issue was resolved on-site by the biomed team and stated that they repaired the device by changing the tubing, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had arctic sun device floor reporting kept alerting patient line open and air in line. They tried reconnecting pads and swapped out pads, but device kept alerting. Needs to know how to trouble shoot and diagnose. Transferred to ttm remote support and sent call details via teams message.